Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that hemolysis was seen in the product post-procedure. Patient information is not available at this time. The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to the hemolysis issue. The product was infused back to the patient. The patient was both the donor and recipient of the cells. The patient was fine and was home the 13th day after receiving the cells. The customer physician indicated that the cause of the hemolysis was unknown. The operators that conducted the product collection were different than those that provide the product back to the patient; they were unaware of the hemolysis until two days after the patient was re-infused with collected cells. Root cause: root cause analysis of the run data file and associated images for this procedure do not show any signals that would indicate that hemolysis was occurring during the procedure. The signal for hemolysis was not observed in this procedure, likely indicating that hemolysis was not occurring during the procedure itself. This is not to say that hemolysis did not occur in post procedure handling of the product. Based on the analysis and the signals from the rdf, the equipment operated as intended. Possible causes of hemolysis include but are not limited to hemolysis related to the patient's condition, the exchange fluid used during the procedure, a partial kink in the tubing set, or post collection processing or storage conditions of the product. It is possible that the observation was not hemolysis but a spill over related to inaccurate hematocrit entry or off-label use of heparin as the anticoagulant. Hemolysis was not observed during the procedure per the run data file analysis. Therefore, if hemolysis was in the product, possible causes include but are not limited to post collection processing or storage conditions of the product.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: the run data file (rdf) was analyzed for this event. Analysis of the rdf and associated interface images for this procedure do not show any signals that would indicate that hemolysis was occurring during the procedure. Based on the analysis and the signals from the rdf, the equipment operated as intended. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer stated that the patient is 'fine'.